Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of issues with air bubbles. The customer's blood glucose level at the time of incident was 295mg/dl. The customer was advised to disconnect at the quick release and prime until air bubbles are no longer visible. Troubleshoot was conducted. The customer was advised to change their infusion set. The customer states air bubbles did not persist after set change.